Event description:
It was reported that premature discharge of battery was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. A longevity assessment was performed and revealed the device was at the elective replacement indicator (eri), which is consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. A visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.